Event description:
In 2008, the patient reported he has experienced issues with air bubbles in his insulin cartridge. He stated he allows the insulin to warm to room temperature before transferring to the cartridge. He stated that when he sees air bubbles he hits the cartridge hard several times and then primes them out. He then notices more bubbles form a day later. He was advised to tap the cartridge lightly. He stated that he believes the bubbles form after he removes the filling aid from the cartridge. He stated that the "plunger moves from side to side" because he is very shaky. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.